Event description:
It was reported that an end user has had redness for months, but did not come in to be seen. It was also reported the end user was using paper tape to keep product on as the redness-weeping worsened.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The end user was prescribed kenalog steroid spray to be applied between the product and their skin and they are using full skin barrier under their wafer. Product and lot numbers were unavailable at the time of the initial report. Add'l info was received on (B)(4) 2014 regarding the product type which stated, " it was sur-fit natura durahesive skin barrier with pre-cut opening convex-it (one of these openings: (B)(4))" no add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a follow up report will be submitted. (B)(4).